Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed on a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, but a photo of the device was provided for evaluation. A visual inspection of the photo was performed and it showed a loose minicap in the container, but no damage was noted in the cap. The reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.